Event description:
It was reported that the instrument tip was broken off during the surgery. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.